Manufacturer narrative:
(B)(4). Date sent: 1/19/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a sleeve gastrectomy procedure, the device locks up without firing the load or releasing the fabric. In addition, because that input is locked, the blue load is trapped inside so another one is requested to use it. There were no adverse consequences for the patient.